Event description:
One pt sample gave initial result of negative for anti-hiv and positive for hiv antigen. Same sample repeated using same method gave the same results. The same sample was then tested using 2 different methods. One method gave positive results for both anti-hiv and hiv antigen. The second method gave result of negative for anti-hiv. If add'l info is received, appropriate notification will be provided.